Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Investigation summary: it was reported the customer received a faulty needle. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield connected to a syringe. The photo shows what appears to be droplets of solution at the needle tip and a white line that comes from the needle hub that appears to be solution leaking from the needle hub. No other information could be obtained from the photo. A device history record review was completed for provided material number 305107, lot number 1300553. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle hub was found damaged while performing an eye procedure. The following information was provided by the initial reporter: "faulty needle while performing eye procedure.".